Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were exhibiting possible non-capture post aortic heart valve replacement. It was decided to monitor the patient. An interrogation the following morning confirmed normal function and no further observations of non-capture. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6932 implantable tachy lead, (B)(6) 1999; mcs-p3-3143 aortic heart valve. (B)(4).